Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 100 units of insulin. Reportedly, the customer added more insulin to the cartridge and was able to successfully load the cartridge. In addition, it was reported that pump prompted customer to fill tubing multiple times and did not proceed to the next step in the load process. Customer performed fill tubing again and successfully completed the load process. The customer's blood glucose was 112 mg/dl.